Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The greater then 90% stenosed target lesion was located in the severely calcified and moderately tortuous iliac artery. This 7x60x120 epic vascular stent was selected for an instent procedure (the right common artery had an express ld stent already) and the stent became damaged ("flower out") while advancing through the severely calcified lesion. It was noted that the epic stent became damaged due to the severe calcification and trying to push the stenting device through the damaged tip of another manufacturer's sheath. The stent was pulled back and upon pulling back, the stent completely came out of the sheath. The procedure was completed successfully with another epic vascular stent. No patient complications were reported and the patient's status is ok.

Event description:
It was further reported that the express ld was patent. The physician pulled the yellow safety pin too early and that is why the stent began to 'flower out' in the iliac artery. It was confirmed that the stent did not come off inside the patient. It started to 'flower out' 1-2mm prior to intended deployment.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4).